Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll united kingdom representative that went onsite; the customer's report was duplicated and attributed to a front enclosure flex cable not properly seated. The flex cable was reseated to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.